Event description:
It was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, the force bipolar instrument was not opening correctly and one of the jaws looked like it was rotated. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.184" x 0.676" was found to be broken off. The broken piece was returned. A section of the molded insulator measuring 0.055" x .073" was not returned. The reported complaint was confirmed by failure analysis.